Manufacturer narrative:
As reported, the deployment button of a 5f exoseal vascular closure device (vcd) could not be depressed when the operator attempted to deploy it in the black-black state. Manual compression was performed for twenty minutes for hemostasis. There was no reported patient injury. The vcd was prepared and used in accordance to the instructions for use (IFU). The device was used in a trans-arterial chemoembolization using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use exoseal. The device was used with a 5f non-cordis sheath. The device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, there was mild access vessel tortuosity. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. When depression of the button was attempted, excess force was needed to fully depress the button. The button was difficult to depress and was unable to be depressed at all. The indicator window did not show any red color during retraction. One non-sterile vascular closure device - 5f was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the device was already inserted into a non-cordis csi (catheter sheath introducer), the button/deployment lever on the device was not pressed and the plug was present on the delivery shaft, which was found with dry blood residues, with the indicator wire deployed and the loop in good conditions. The indicator window was received on white/black position and the cowling guard was found locked. No anomalies were observed during the analysis. Functional test could not be successfully performed since the device was clogged with dried blood. Attempts to clean the device using hydrogen peroxide and an ultrasonic bath were performed but were unsuccessful. The device was opened to observe the internal components and no anomalies were noted on the indicator window nor the deployment lever mechanism. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device. A functional analysis was not able to be conducted due to the dry blood residues, however, the internal mechanism was assembled correctly and no anomalies were noted. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It was reported that there was vessel tortuosity. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment button of a 5f exoseal vascular closure device (vcd) could not be depressed when the operator attempted to deploy it in the black-black state. Manual compression was performed for 20 minutes for hemostasis. There was no reported patient injury. The vcd was prepared and used in accordance to the instructions for use (IFU). The device was used in a trans-arterial chemoembolization using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use exoseal. The device was used with a 5f non-cordis sheath. The device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, there was mild access vessel tortuosity. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. When depression of the button was attempted, excess force was needed to fully depress the button. The button was difficult to depress and was unable to be depressed at all. The indicator window did not show any red color during retraction. The device is being returned for evaluation.